Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that there were impedances on contacts 0-3 and are at 58 ohms. The rep was calling for a longevity calculation. Battery is at 2.74v and contact 3 is used in therapy. Left -1 -2 +3 3.1v 210pw 120hz right -5-6 +7 2.3v 180pw 120hz it was reviewed to the rep that estimated eri is at 18 months based on estimated 600 ohms therapy impedance. It was further reviewed that therapy impedance on left side will be lower because of short between contacts 0-3 and it was recommended to not using contact 3 if possible. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, as part of diagnostics, the patient¿s ins was interrogated but not troubleshooting was performed. The cause of the low impedances was not determined. There were no further complications reported or anticipated.